Manufacturer narrative:
Compromised force sensor alarm was received during the basic occlusion test due to protruded/loose drive support disk. Pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, radio frequency board, motor, vibrator and battery tube assembly during visual inspection. Unable to perform the occlusion, prime/delivery and excessive no delivery test due to compromised force sensor alarm. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 440 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.